Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in inadequate leaflet insertion into the clip, and therefore contributed to the user experience; however, this cannot be confirmed. The reported worsening mr was likely a result of the slda and therefore related to procedure conditions, while the dyspnea was likely a symptom of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, resulting in increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat degenerative mr with a grade of 4+. Three clips were implanted, reducing the mr to 2+. On (B)(6) 2016, the patient presented with dyspnea. On (B)(6) 2016, during the follow up echocardiogram, it was suspected that the third clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). The mr had increased to 4+. No further treatment has been planned. The patient is currently stable. No additional information was provided.